Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose level was 226mg/dl. A system check could not be completed as the customer had impaired vision. During a follow-up, it was reported that a supply change was performed resolving the occlusion alarms.